Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Thirteen days prior to the receipt of this report, the peritoneal dialysis catheter was removed and the patient is no longer performing peritoneal dialysis therapy. The patient was recovered from the peritonitis. No additional information is available.